Event description:
As reported by the patient¿s attorney, an uphold vaginal support system (MFR report # 3005099803-2013-13967) and an obtryx curved single system device (MFR report # 3005099803-2013-14178) were implanted into the patient on (B)(6) 2010. According to the complainant, as a result of the implant, the patient experienced pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.